Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test, and excessive no delivery alarm test.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
Customer's wife called to report that the insulin pump switched to spanish without being prompted. Blood glucose reading had been fluctuating from high to low. Blood glucose reading had gone up to 420 mg/dl. The customer has also had low blood glucose on a few occasions. The paramedics came and treated the low blood glucose with oral glucose tablets. The customer was not hospitalized, troubleshooting was refused by the wife. Advised that the insulin pump will be replaced. Nothing further reported.